Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a patient experienced a severe rash/chemical burn. The patient had a poweline catheter implant in her chest that required dressings. She had adhesive allergies that were previously managed by using skin prep. The supply company sent a smith and nephew brand adhesive remover and smith and nephew bran skin prep. However, the skin prep is orange and green packaging while the adhesive remover is orange and dark orange. This resulted in them (the users) mixing up the two boxes and using prevent remover without using skin prep, resulting in a severe allergic reaction that blistered and was essentially a chemical burn. However, since skin prep cetrimide wipes were not even used, they could not caused the allergic reaction; and therefore, the issue does not meet the criteria to be a complaint nor to be reportable.

Event description:
It was reported that severe rash/chemical burn occurred. Patient had a poweline catheter implant in her chest that require dressings. She have adhesive allergies that were previously managed by using skin prep. The supply company sent a smith and nephew brand adhesive remover and smith and nephew bran skin prep. However the skin prep is orange and green packaging while the adhesive remover is orange and dark orange. This resulted in us mixing up the two and using prevent remover without using skin prep, resulting in a severe allergic reaction that blistered and was essentially a chemical burn.